Manufacturer narrative:
The patient weight is not available per the customer. The hospital biomedical department applied silicon to the inflow/outflow evaporator screw caps.

Event description:
The hospital reported that, during a case, anesthetic agent output was higher than expected.